Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/20/2025, it was reported by a sales representative via (B)(4) that an ar-9233ag broach back of the instrument broke off while being malleted. Nothing broke inside patient. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9233ag batch number: 052043 was received for investigation. Visual evaluation of the returned device noted that the strike plate had broken off. Further visual evaluation noted wear and tear to the surface with superficial nicks and scratches. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 14-may-2021. Refer to investigation photos. Complaint allegation is confirmed.